Event description:
Reporter phoned technical support for assisistance in testing patient's blood glucose. Reporter indicated that a battery icon is appearing on the device display and he is unable to perform a test. Reporter noted the patient is "very sick" and he suspected that she might be having a hypoglycemic event. Technical support advised patient to phone emergency medical services for assistance. Reporter declined, indicating that he was going to go to the pharmacy to pick up test strips (patient's strips had expired) and a battery, reporter then disconnected. Four days later, technical support was able to reach reporter. Reporter advised that he had treated patient with a glucose tablet and orange juice. No blood glucose values were provided. Reporter stated that patient had also companied of chest pain, which prompted a phone call to patient's cardiologist. Reporter was advised, by physician, to give patient nitroglycerin. According to reporter, 1 -1.5 hour later, patient was feeling better. No additional treatment was received. Technical support requested the return of the suspect device and replacement product was shipped.